Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil technician reported the touch screen failed diagnostics testing and resistance measurements were out of specification. The touchscreen misalignment was due to the out of specification resistance testing results.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint from reporting an unexpected shut down during use on the v60 ventilator. There was no report of harm. A manufacturer's product support engineer (pse) evaluated the device and reported the issue was the one in which the ventilator automatically executed a reboot. The calibration did not complete properly due to a failure in the touch screen. The touch screen was replaced, and the issue was resolved. The device was operational after repairs were completed.

Manufacturer narrative:
H10: fse explained that when calibration of a touchscreen is executed in diagnostic mode despite a failure in the touchscreen, an operation related to the calibration (touching a specific position on the screen) cannot be executed and it also gets impossible to turn the power off since the operation is awaited, which causes automatic restarting after a certain time has passed. When the event above happens, a diagnostic code 1101 is recorded as shown in the logs for this device. H11: device use status updated to outside of use - confirmed in device's diagnostic report. H6 - health impact code corrected.